Event description:
Event reported to risk management in 2006. Medtronics, inc. Aorta graft iliac stent migrated from area of original placement down over right renal artery, possibly impinging on his left renal artery per CT scan.